Event description:
Reporter indicated that patient presented with a " noted increase in seizures", and subsequent diagnostic testing revealed high lead impedance and showed the device to be at end of service. Patient's pre-vns seizure baseline is unknown to manufacturer. Patient's generator was replaced and high lead impedance was obtained intraoperatively with the new generator. Subsequently, patient's entire vns system was replaced.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.